Manufacturer narrative:
Head left siderail would not latch in the upright position due to a broken timing link.

Event description:
It was reported by service report that the siderail would not lock into place, and the timing link was broken in half. It is unknown if there was patient involvement or adverse consequences to report.